Event description:
I had to quit work due to debilitating joint/ muscle pain. I have been dealing with chronic fatigue, bowel issues, anxiety/ depression, insomnia, chest pain for years. I am under the care of a pain doctor, primary doctor, neurologist, rheumatologist, psychiatrist, and physical therapist. I have diagnosed with chronic pain syndrome, osteoporosis, osteoarthritis, fibromyalgia, and depression in the last year. My body is progressively getting worse, one limb at a time. I have had several MRI's, x-rays, nerve studies, blood tests done on the last year. I now have stage 3 kidney disease, abnormal liver enzymes, low wbc, low igg antibodies, and extremely high cholesterol levels. I am on numerous medications to deal with all the new onset issues. I have 21 out of 30 bii (breast implant illness) symptoms. I have an appointment with a plastic surgeon to have my implants removed. I have always been a hard worker but due to all my debilitating issues I am currently applying for disability. Dates are a guesstimate. FDA safety report ID # (B)(4).